Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that blood glucose value did not go down even after changing sets and using two different vials of insulin. Customer stated they were experiencing high blood glucose and was treated with insulin pen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.